Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from bradycardia. Fracture along with high thresholds and an unipolar lead impedance warning for high impedance were noted on the right ventricular (rv) lead. A polarity switch, sensing issue of short v-v intervals, noise and possible loss of capture was also noted on this lead. The rv was capped and replaced. No further patient complications have been reported as a result of this event.